Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the power module device motor was not functioning and was defective. It was noted that the red led lights up on the charger and the module is no longer charged, the yellow led flashing on the module was empty, there was low noise, a battery breach broken, flow in the module case, and liquid damage. It was also noted that the device failed pre-repair diagnostic tests for charging and checking of the power module in the charger, and the saw-test. It was noted in the service order that the device was ¿not working¿.this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.